Event description:
It was reported that prior to use it was discovered that the scale marking were slanted and the stopper was deformed with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from japanese to english: the scale was slanting. Additional information from investigation on 2019-11-19 was received during the course of the investigation an additional issue was noted (deformed stopper).

Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the scale was slanting. The returned syringe was examined and exhibited a deformed stopper in the barrel. The sample was also tested with the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch #8295943. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200786647] noted for missing zero line. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (scale misaligned) process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect was determined to be air in the air lines.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the scale marking were slanted and the stopper was deformed with a bd syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from (B)(6) to english: the scale was slanting. Additional information from investigation on 2019-11-19 was received during the course of the investigation an additional issue was noted (deformed stopper).